Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 24-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous non-medically confirmed legal case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and uterine fibroids. Consumer underwent a robotic myomectomy and on the same procedure a bilateral salpingectomy and cornual resection and repair was performed. Both serious events due to medical significance. Uterine fibroids is unanticipated in the reference safety information for essure whereas other event is anticipated. Other non-serious events were also reported. In this particular case, within a few months of having essure procedure, consumer presented severe pelvic pain, after approximately six years of essure therapy the consumer was diagnosed with uterine fibroids and around 1 year later she underwent a robotic myomectomy with bilateral salpingectomy and cornual resection and repair. Uterine fibroids are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Considering fibroids pathophysiology and essure local effect in the fallopian tubes, this event was assessed as unrelated to the device. After essure insertion, pelvic, back and uncharacterized pain may occur. Although in this case uterine fibroids and adenomyosis may be alternative explanations for this pelvic pain, given essure's localization in pelvic area, causality cannot be excluded. This case was regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and uterine leiomyoma ("uterine fibroids") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient started essure. In 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant), endocrine disorder ("endocrine inflammatory response syndrome") and adenomyosis ("adenomyosis"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("severe pain during menstruation"), menorrhagia ("abnormally heavy bleeding during menstruation; prolonged menses"), anaemia ("anemia"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), dyspareunia ("pain during intercourse"), migraine ("migraine headaches"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), fatigue ("chronic fatigue"), arthralgia ("hip pain"), depression ("depression") with anxiety, memory impairment ("memory loss/brain fog"), amnesia ("memory loss/brain fog"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), nausea ("nausea"), dyspnoea ("shortness of breath"), onychoclasis ("brittle nails"), alopecia ("thinning hair") and abdominal distension ("bloating"). The patient was treated with surgery (on (B)(6) 2016, robotic, bilateral salpingectomy, cornual resection and repair,) and surgery ( on (B)(6) 2016,robotic myomectomy). Essure was withdrawn. At the time of the report, the pelvic pain, uterine leiomyoma, endocrine disorder, adenomyosis, dysmenorrhoea, menorrhagia, anaemia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, dental caries, weight fluctuation, fatigue, arthralgia, depression, memory impairment, amnesia, hypoaesthesia, paraesthesia, nausea, dyspnoea, onychoclasis, alopecia and abdominal distension outcome was unknown. The reporter considered pelvic pain, uterine leiomyoma, endocrine disorder, adenomyosis, dysmenorrhoea, menorrhagia, anaemia, abdominal pain lower, abdominal pain, back pain, dyspareunia, migraine, dental caries, weight fluctuation, fatigue, arthralgia, depression, memory impairment, amnesia, hypoaesthesia, paraesthesia, nausea, dyspnoea, onychoclasis, alopecia and abdominal distension to be related to essure. The reporter commented: since her removal surgery, the symptoms have mostly resolved, though some remain. Diagnostic results: (B)(6) 2017: diagnostic hysteroscopy. Company causality comment: this spontaneous non-medically confirmed legal case report received via lawyer refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and uterine fibroids. Consumer underwent a robotic myomectomy and on the same procedure a bilateral salpingectomy and cornual resection and repair was performed. Both serious events due to medical significance. Uterine fibroids is unanticipated in the reference safety information for essure whereas other event is anticipated. Other non-serious events were also reported. In this particular case, within a few months of having essure procedure, consumer presented severe pelvic pain, after approximately six years of essure therapy the consumer was diagnosed with uterine fibroids and around 1 year later she underwent a robotic myomectomy with bilateral salpingectomy and cornual resection and repair. Uterine fibroids are benign tumors that arise from the overgrowth of smooth muscle and connective tissue in the uterus. Considering fibroids pathophysiology and essure local effect in the fallopian tubes, this event was assessed as unrelated to the device. After essure insertion, pelvic, back and uncharacterized pain may occur. Although in this case uterine fibroids and adenomyosis may be alternative explanations for this pelvic pain, given essure's localization in pelvic area, causality cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine leiomyoma ("uterine fibroids") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I, parity 1 (09jul1996), caesarean section, radial nerve injury, bone spur and breast reduction. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included diabetes, drug hypersensitivity (ibuprofen,beatadine and metoxican) and overweight. Concomitant products included metformin since 2008. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), migraine ("migraine headaches / migraines"), fatigue ("chronic fatigue / fatigue"), depression ("depression / depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and endocrine disorder ("endocrine inflammatory response syndrome"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation; prolonged menses / abnormal bleeding (menorrhagia)"), anaemia ("anemia"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), dyspareunia ("pain during intercourse"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain / hip pain"), memory impairment ("memory loss/brain fog"), amnesia ("memory loss/brain fog"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), nausea ("nausea"), dyspnoea ("shortness of breath"), onychoclasis ("brittle nails"), alopecia ("thinning hair"), abdominal distension ("bloating"), tooth disorder ("dental problems"), uterine pain ("uterus pain") and toothache ("teeth pain"). The patient was treated with surgery (on (B)(6) 2016, robotic, bilateral salpingectomy, cornual resection and repair,) and surgery (on (B)(6) 2016,robotic myomectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, endocrine disorder, anaemia, abdominal pain lower, abdominal pain, back pain, dyspareunia, dental caries, fatigue, arthralgia, memory impairment, amnesia, hypoaesthesia, paraesthesia, nausea, dyspnoea, onychoclasis, alopecia and abdominal distension outcome was unknown, the adenomyosis, dysmenorrhoea, menorrhagia, migraine, depression, vaginal haemorrhage, headache, tooth disorder, uterine pain and toothache was resolving and the weight fluctuation, weight increased and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anaemia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, endocrine disorder, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, nausea, onychoclasis, paraesthesia, pelvic pain, tooth disorder, toothache, uterine leiomyoma, uterine pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, the symptoms have mostly resolved, though some remain. The patient tolerated the procedure well. The patient now complains of problems related to the essure including pelvic pain and heavy menses as well as bloating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound pelvis - on an unknown date: coils could be seen both in right and left cornu (B)(6) 2017: diagnostic histeroscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, uterine leiomyoma, abdominal distension. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-jun-2018: information from pfs: weight added. Concomitant condition added. Outcome updated for weight gain/ loss. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine leiomyoma ("uterine fibroids") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I, parity 1 (09jul1996), caesarean section, radial nerve injury, bone spur and breast reduction. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included diabetes, drug hypersensitivity (ibuprofen,beatadine and metoxican) and overweight. Concomitant products included metformin since 2008. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy bleeding during menstruation; prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), fatigue ("chronic fatigue / fatigue"), depression ("depression / depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and endocrine disorder ("endocrine inflammatory response syndrome"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced anaemia ("anemia"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating / back pain"), dyspareunia ("pain during intercourse"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain / hip pain"), memory impairment ("memory loss/brain fog"), amnesia ("memory loss/brain fog"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), nausea ("nausea"), dyspnoea ("shortness of breath"), onychoclasis ("brittle nails"), alopecia ("thinning hair"), abdominal distension ("bloating"), uterine pain ("uterus pain"), toothache ("teeth pain") and oral pain ("mouth pain"). The patient was treated with sumatriptan (imitrex), surgery (on (B)(6) 2016, robotic, bilateral salpingectomy, cornual resection and repair,) and surgery (on (B)(6) 2016,robotic myomectomy, remove fibroids). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, weight fluctuation, fatigue, vaginal haemorrhage, weight increased, weight decreased, uterine pain and toothache had resolved, the uterine leiomyoma, endocrine disorder, anaemia, abdominal pain lower, dyspareunia, dental caries, arthralgia, memory impairment, amnesia, hypoaesthesia, paraesthesia, nausea, dyspnoea, onychoclasis, alopecia, abdominal distension and oral pain outcome was unknown and the adenomyosis, depression, headache and tooth disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anaemia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, endocrine disorder, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, nausea, onychoclasis, oral pain, paraesthesia, pelvic pain, tooth disorder, toothache, uterine leiomyoma, uterine pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, the symptoms have mostly resolved, though some remain. The patient tolerated the procedure well. The patient now complains of problems related to the essure including pelvic pain and heavy menses as well as bloating. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test urine - on (B)(6) 2016: negative ultrasound pelvis - on an unknown date: coils could be seen both in right and left cornu (B)(6) 2017: diagnostic histeroscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, uterine leiomyoma, abdominal distension. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 8-nov-2018: case (B)(4) (MFR number 2951250-2018-03111) was identified as a duplicate of this case and will be deleted from bayer database. All information was transfered tot his remainig case - reporter, treatment drug and event mouth pain added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine leiomyoma ("uterine fibroids") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I, parity 1 ((B)(6) 1996), caesarean section, radial nerve injury, bone spur and breast reduction. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included diabetes, drug hypersensitivity (ibuprofen,beatadine and metoxican) and overweight. Concomitant products included metformin since 2008. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy bleeding during menstruation; prolonged menses / abnormal bleeding (menorrhagia)"), migraine ("migraine headaches / migraines"), fatigue ("chronic fatigue / fatigue"), depression ("depression / depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), tooth disorder ("dental problems"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and endocrine disorder ("endocrine inflammatory response syndrome"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced anaemia ("anemia"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), dyspareunia ("pain during intercourse"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain / hip pain"), memory impairment ("memory loss/brain fog"), amnesia ("memory loss/brain fog"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), nausea ("nausea"), dyspnoea ("shortness of breath"), onychoclasis ("brittle nails"), alopecia ("thinning hair"), abdominal distension ("bloating"), uterine pain ("uterus pain") and toothache ("teeth pain"). The patient was treated with surgery (on (B)(6) 2016, robotic, bilateral salpingectomy, cornual resection and repair,). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, back pain, migraine, weight fluctuation, fatigue, vaginal haemorrhage, weight increased, weight decreased, uterine pain and toothache had resolved, the uterine leiomyoma, endocrine disorder, anaemia, abdominal pain lower, dyspareunia, dental caries, arthralgia, memory impairment, amnesia, hypoaesthesia, paraesthesia, nausea, dyspnoea, onychoclasis, alopecia and abdominal distension outcome was unknown and the adenomyosis, depression, headache and tooth disorder was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anaemia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, endocrine disorder, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, nausea, onychoclasis, paraesthesia, pelvic pain, tooth disorder, toothache, uterine leiomyoma, uterine pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, the symptoms have mostly resolved, though some remain. The patient tolerated the procedure well. The patient now complains of problems related to the essure including pelvic pain and heavy menses as well as bloating diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.2 kg/sqm. Pregnancy test urine - on (B)(6) 2016: negative. Ultrasound pelvis - on an unknown date: coils could be seen both in right and left cornu (B)(6) 2017: diagnostic histeroscopy . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, uterine leiomyoma, abdominal distension. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 5-oct-2018: plaintiff fact sheet received: outcome of the events abnormal bleeding(vaginal, menorrhagia), migraines, uterine pain, teeth pain, dysmenorrhea (cramping), pelvic pain, abdominal pain, fatigue, back pain, abdominal pain lower were updated to recovered. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine leiomyoma ("uterine fibroids") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I, parity 1 ((B)(6) 1996), caesarean section, radial nerve injury, bone spur and breast reduction. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included diabetes and drug hypersensitivity (ibuprofen,beatadine and metoxican). Concomitant products included metformin since 2008. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), migraine ("migraine headaches / migraines"), fatigue ("chronic fatigue / fatigue"), depression ("depression / depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and endocrine disorder ("endocrine inflammatory response syndrome"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation; prolonged menses / abnormal bleeding (menorrhagia)"), anaemia ("anemia"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), dyspareunia ("pain during intercourse"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain / hip pain"), memory impairment ("memory loss/brain fog"), amnesia ("memory loss/brain fog"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), nausea ("nausea"), dyspnoea ("shortness of breath"), onychoclasis ("brittle nails"), alopecia ("thinning hair"), abdominal distension ("bloating"), tooth disorder ("dental problems"), uterine pain ("uterus pain") and toothache ("teeth pain"). The patient was treated with surgery (on (B)(6) 2016, robotic, bilateral salpingectomy, cornual resection and repair,) and surgery (on (B)(6) 2016,robotic myomectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, endocrine disorder, anaemia, abdominal pain lower, abdominal pain, back pain, dyspareunia, dental caries, weight fluctuation, fatigue, arthralgia, memory impairment, amnesia, hypoaesthesia, paraesthesia, nausea, dyspnoea, onychoclasis, alopecia and abdominal distension outcome was unknown and the adenomyosis, dysmenorrhoea, menorrhagia, migraine, depression, vaginal haemorrhage, headache, tooth disorder, weight increased, weight decreased, uterine pain and toothache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anaemia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, endocrine disorder, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, nausea, onychoclasis, paraesthesia, pelvic pain, tooth disorder, toothache, uterine leiomyoma, uterine pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, the symptoms have mostly resolved, though some remain. The patient tolerated the procedure well. The patient now complains of problems related to the essure including pelvic pain and heavy menses as well as bloating. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: negative. Ultrasound pelvis - on an unknown date: coils could be seen both in right and left cornu (B)(6) 2017: diagnostic histeroscopy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia, uterine leiomyoma, abdominal distension. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received, lab data and concurrent conditions were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and uterine leiomyoma ("uterine fibroids") in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included gravida I, parity 1 ((B)(6) 1996), caesarean section, radial nerve injury, bone spur and breast reduction. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included diabetes. Concomitant products included metformin since 2008. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe pain during menstruation / dysmenorrhea (cramping)"), migraine ("migraine headaches / migraines"), fatigue ("chronic fatigue / fatigue"), depression ("depression / depression") with anxiety, vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), weight increased ("weight gain") and weight decreased ("weight loss"). In 2015, the patient experienced uterine leiomyoma (seriousness criterion medically significant) and endocrine disorder ("endocrine inflammatory response syndrome"). On (B)(6) 2016, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced menorrhagia ("abnormally heavy bleeding during menstruation; prolonged menses / abnormal bleeding (menorrhagia)"), anaemia ("anemia"), abdominal pain lower ("severe, lower abdominal pain"), abdominal pain ("severe abdominal cramping, when not menstruating"), back pain ("worsening of back pain, when not menstruating"), dyspareunia ("pain during intercourse"), dental caries ("tooth decay"), weight fluctuation ("weight fluctuation"), arthralgia ("hip pain / hip pain"), memory impairment ("memory loss/brain fog"), amnesia ("memory loss/brain fog"), hypoaesthesia ("numbness in hands and feet"), paraesthesia ("tingling in hands and feet"), nausea ("nausea"), dyspnoea ("shortness of breath"), onychoclasis ("brittle nails"), alopecia ("thinning hair"), abdominal distension ("bloating"), tooth disorder ("dental problems"), uterine pain ("uterus pain") and toothache ("teeth pain"). The patient was treated with surgery (on (B)(6) 2016, robotic, bilateral salpingectomy, cornual resection and repair,) and surgery (on (B)(6) 2016,robotic myomectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine leiomyoma, endocrine disorder, anaemia, abdominal pain lower, abdominal pain, back pain, dyspareunia, dental caries, weight fluctuation, fatigue, arthralgia, memory impairment, amnesia, hypoaesthesia, paraesthesia, nausea, dyspnoea, onychoclasis, alopecia and abdominal distension outcome was unknown and the adenomyosis, dysmenorrhoea, menorrhagia, migraine, depression, vaginal haemorrhage, headache, tooth disorder, weight increased, weight decreased, uterine pain and toothache was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anaemia, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, dyspnoea, endocrine disorder, fatigue, headache, hypoaesthesia, memory impairment, menorrhagia, migraine, nausea, onychoclasis, paraesthesia, pelvic pain, tooth disorder, toothache, uterine leiomyoma, uterine pain, vaginal haemorrhage, weight decreased, weight fluctuation and weight increased to be related to essure. The reporter commented: since her removal surgery, the symptoms have mostly resolved, though some remain. Diagnostic results: (B)(6) 2017: diagnostic hysteroscopy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events "abnormal bleeding (vaginal), headaches, dental problems, weight gain, weight loss, uterus pain, teeth pain, did you undergo an essure confirmation test? No", reporter, historical and concomitant condition,concomitant drug, patient information added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.